Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Also were implanted: pxc201000/9232379, pxc141400/9803928 and pxc161000/8936449. Rmt281416/9763824: (B)(4), pxc201000/9232379: (B)(4), pxc141400/9803928: (B)(4), pxc161000/8936449: (B)(4).

Event description:
On (B)(6) 2012, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm measuring 55mm in diameter. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2013, ultrasound determined a type ii endoleak originating from the inferior mesenteric artery and a 2mm aneurysm enlargement. Ultrasound on (B)(6) 2013, determined the aneurysm measured 59mm in diameter. On (B)(6) 2014, the type ii endoleak was treated by means of coil embolization. The patient tolerated the procedure. Ultrasound on (B)(6) 2014, determined the aneurysm measured 61mm in diameter. Ultrasound on (B)(6) 2015, determined the aneurysm measured 63mm in diameter and a type ii endoleak. On (B)(6) 2015, the patient underwent coil embolization. It was reported that the endoleak was resolved and the patient tolerated the procedure. The follow-up ultrasound on (B)(6) 2015, determined the aneurysm measured 64mm in diameter. No further adverse events have been reported. It was reported the endoleak was not device related.